Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that two probes would not cut during a pars plana vitrectomy procedure. Aspiration was present. A third probe was opened to complete the procedure. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
Additional information: sample 1: the lot complaint history was reviewed, this is the second complaint for the finish goods lot; however, the first for this issue. The device history record (DHR) shows the product was released per specifications. One probe sample was returned for evaluation. A visual inspection of the probe was performed and the probe was deemed nonconforming; it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The cutter was stuck in the port. An actuation, aspiration, and cut test were performed and deemed nonconforming. The root cause of the customer's complaint is the occluded drive line which is related to an error during the manufacturing process. An action was opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Sample 2 and 3: a review of the related device history records for the lot number identified at the manufacturing site, indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was no other complaint for the reported issue. Two complaint samples were returned for evaluation. For sample 2, the complaint sample was visually inspected and deemed nonconforming. The cutter was stuck in the port and contamination was observed on the port. An actuation test was performed and deemed nonconforming. No actuation was observed. An aspiration test was performed and deemed nonconforming. No aspiration was observed. A cut test was performed and deemed nonconforming. No cut was observed. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. The inner cutter was able to be pulled out of the coupling. For sample 3, the complaint sample was visually inspected and deemed nonconforming. The needle was bent approximately 30 degrees. An actuation test was performed and deemed nonconforming. The cutter did not fully open or close. An aspiration test was performed and deemed conforming. A cut test was performed and deemed conforming. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. Both the inner cutter and extension was able to be pulled out of the coupling. Complaint evaluation does confirm that both probe samples 2 and 3 had quality issues with actuation that could result in the probes not cutting. The root cause for the poor probe performances were due to the separation of components within the probes. It appears that after approximately 5 minutes of use, the adhesive bonds failed causing the inner cutters to detach from the coupling. An investigation has been was completed and actions are presently being taken to lower the frequency of detachments of the inner cutter from the coupling. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).